Event description:
The manufacturer received information alleging a ventilator powered off and failed to power back on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging a ventilator powered off and failed to power back on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issues. The device evaluation was completed and the system board was not replaced to address the issue. The device error log was reviewed and battery depleted alarms were observed. A loss of power alarm occurred immediately following the depleted alarms. This issue was found to be caused by a software algorithm calculation error. The software was upgraded to address the issue. The device was cleaned and passed all final testing.